Event description:
An 8 mm diameter x 30 mm length bridge assurant biliary stent was implanted in a patient for treatment of an iliac artery lesion in 2002. Percent lesion stenosis and vessel morphology are unknown. It was reported that the device was difficult to pass through a 6 f tf input sheath. The stent was successfully positioned and deployed. After deployment, the balloon was very slow to deflate, taking approximately 3 minutes to completely deflate. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned stent delivery system has been completed. The stent and the 6 f sheath were not returned. Footprints were noted on the balloon, and the balloon appears to have been inflated. There were 3 kinks on the catheter, and there appeared to be axial compression failure underneath the strain relief at the adhesive line. The balloon was inflated without difficulty, and was deflated within 13 secs, which is within specs of less than 25 secs. Based on the investigation performed and without return of the 6 f sheath, it is not possible to determine the cause of the complaint of insertion difficulties